Event description:
A patient reported blood glucose results of "237 mg/dl, 169 mg/dl, and 115 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control soluction are being replaced.